Manufacturer narrative:
(B)(4). The reported description notes that a pt death occurred while pt monitoring was occurring. The customer doest not allege that the death was related to a product malfunction of the bedside monitor. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description notes that a pt death occurred while pt monitoring was occurring. The customer does not allege that the death was related to a product malfunction of the bedside monitor.